Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional device with the same reported issue is filed under a separate medwatch report number.

Event description:
It was reported that this was arteriotomy closure of the left common femoral artery using the pre-close technique via a 12f sheath hole prior to percutaneous endovascular aneurysm repair (pevar) procedure. Reportedly, the first proglide suture broke when removing the device. The second was preplaced successfully at the 11 o'clock position. While preplacing a suture at the 1 o'clock position, the suture also broke. Another device preplaced a suture at this position. The pevar procedure was completed. Hemostasis was achieved with the two pre-placed proglide sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, suture pulled until it breaks, or tensioning angle is not being coaxial due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.